Event description:
The tech alleged that the stretcher pops out of brake mode when the stretcher is pushed. No pt impact.

Manufacturer narrative:
The tech found the screws on the brake hex rods were broken off. The tech replaced both brake hex rods to resolve the issue.